Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
During insertion of PICC line, pt had the following symptom, chest pressure, feeling hot, facial flushing. The symptoms had been resolved after 5 minutes. No treatment rendered. Outcome of PICC line: PICC line remained insitu for 22 days.